Event description:
Customer reported a past high blood glucose event with the highest level displayed was simply "high" with no specific value given. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.